Manufacturer narrative:
The test p-cap locks properly in place in the reservoir compartment noted. Pump received with cracked select button keypad overlay, pillowing keypad overlay and end cap address label missing identified during the visual inspection. Thump was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. In further full review in the pump history found: low battery alarms on (B)(6) 2023 at 20:56:00.000 power loss alarm on (B)(6) 2023 at 18:54:37.000 and 18:54:48.000 failed batt/battery failed alarm on (B)(6) 2023 at 18:36:46.000 from 18:49:16.000 pump error 23 alarm on (B)(6) 2023 at 18:54:14.000 pump passed self test, sleep current measurement, active current measurement and displacement test. Pump received with normal operating currents. No unexpected battery/alerts, power loss alarm or pump error 23 alarm during testing. Pump monitored without the test energizer battery inside the battery compartment and reinserts it back into the battery compartment for less than 10 minutes and no pump error 23 alarm noted. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. In summary, pump passed required testing. Customer alleged not confirmed for battery only lasts 24 hours, power loss alarm and pump error 23 alarm. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Patient information cannot be provided due to regional privacy regulations. The insulin pump involved in this event is the ngp 670g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported pump battery only lasts for 24 hours. No harm requiring medical intervention was reported. Troubleshooting was performed and found that the bolus wizard did not recommend a correction bolus before pump restart. Assistance was provided to the customer on clearing the pump error 23 - post-reset ram crc alarm, power loss and active insulin cleared alarms. The customer was able to complete reservoir and tubing process, update the pump's time and date and was advised to decrease bolus correction. The customer will continue the use of the insulin pump and it will not be returned for analysis.